Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2014. The customer discontinued use of the insulin pump and later began using it again, but she still experienced high blood glucose levels. Upon troubleshooting, it was observed that the issue may have involved the reservoir itself, and the customer was advised to return the reservoir for analysis. The blood glucose reading was 453 mg/dl, which was treated with a manual injection. The customer complained of nausea and headache. She stated that when she removed the reservoir, there was a clear piece of plastic that came out with it. She observed the smell of insulin in the reservoir chamber. She reported that insulin may have leaked from the reservoir into the reservoir compartment. She declined further troubleshooting. Advised replacement of the insulin pump and return of the reservoir. The customer stated that she would be returning several reservoirs and infusion sets. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 2032227-2014-58914.